Event description:
The customer reported that the left monitor failed to display a fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported. Related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The battery pack insulators were reinstalled. Some of the system hardware was replaced. The generator was recalibrated. The system was tested and found to be working as intended and put back into service.